Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer was confirmed but the cause is unknown. A photograph of the implicated statlock retainer was returned for evaluation. The retainer had fully detached from the statlock pad. It could not be determined from the photograph if adhesive transfer was present on the entire perimeter of the retainer back-side, as the retainer was photographed from the top-side. The pad was not photographed; therefore, it could not be determined if there was any tearing or damage to the statlock pad. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors for a detached retainer could include an insufficient amount of adhesive, adhesive in an incorrect location, an improper cure of the adhesive, tensile (pulling) forces applied to the device, and chemical degradation to the joint (e.g., alcohol and acetone can weaken bonding of components). A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a detached retainer has been documented and will continue to be monitored as part of complaint trending.

Event description:
It was reported by the customer that there was an issue regarding statlock wherein the wings came loose underneath the patients central line dressing. This contributed to the patients central line falling out. Additional information received on 2/6/2023: clinician reported that the patient had a new catheter placed and as a result, missed their therapy for a couple of days.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of jugn3073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that there was an issue regarding statlock wherein the wings came loose underneath the patients central line dressing. This contributed to the patients central line falling out.